Manufacturer narrative:
This report is submitted on august 17, 2020.

Event description:
Per the clinic, the patient experienced an infected hematoma which was successfully drained and treated on with oral antibiotics. The implant remains in-situ.